Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that damaged spare parts were detected during preventive maintenance. Further information was provided that the battery had failed and is out of service. There was no reported patient involvement.